Event description:
Consumer stated she followed the instructions to mold the guard and everything went fine but the first night the mouth guard broke in the front in the middle. Consumer sent picture of the guard broken entirely in half where the front teeth are impressed. Consumer threw out the guard, unable to retrieve product.